Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. The following data was provided (normal range 1.6 to 2.6 mg/dl): on (B)(6) 2021 sid (B)(6) initial result 6.2 mg/dl, repeated 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer and determined the cc cuv dry tip the cause of the elevated result. The customer replaced the part and performed a precision run. The precision run yielded acceptable results and the issue was resolved. There were no service issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The calculated erratic results rate for the architect (B)(6) , and the (B)(6) systems were all below the upper control limit. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and component replacement for the cc cuv dry tip. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Based on the information within the complaint record, no systemic issue or deficiency was identified.